Event description:
It was reported that the user experienced high blood glucose after an infusion set change, during which the inset cannula did not insert properly and the user attempted manual insertion; the issue was categorized as an infusion set deployment or connection error associated with the pump cartridge/infusion set component, and replacement supplies along with troubleshooting and education were provided. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included user interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, with a usage problem identified and the event associated with an improper or incorrect procedure involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.